Event description:
Same as MFR # 6000093-2006-00066, -00067. During a coronary artery drug eluting stenting treatment procedure, deflation issues, complete shaft fracture and stent damage occurred. The lesion being treated was a calcified left anterior descending artery (lad). The lesion was predilated with several maverick balloons. However, the physician noted that a 2.5 x 9 mm maverick balloon took longer than usual to deflate. After multiple predilations the physician attempted to reach the lesion with a taxus express2 2.5 x 12 mm and 2.75 x 8 mm drug eluting stent. However, both stent delivery system (sds) shafts fractured at the hub. Both fractured catheters were removed from the patient's body without any complications. The physician then used another taxus express2 2.75 x 8mm drug eluting stent and could not cross the lesion. Upon removal of the taxus stent from the patient's body stent damage was noticed. A fourth attempt to reach the lesion with a taxus express2 2.5 x 12 mm drug eluting stent was unsuccessful and again upon removal of the taxus stent from the patient's body stent damage was noticed. The lesion was only treated with poba. No patient complications or injuries were reported. Patient status is reported as "fine."